Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had an air bubble in the reservoir. The infusion set was kinked but it looked like it had air bubbles inside. Her blood glucose level was 111 mg/dl. The product was not returned. Nothing further to report.